Event description:
The customer stated that she was hospitalized for high blood glucose and the reading was 533 mg/dl. The customer stated that the insulin pump was giving repeated no delivery alarms prior to the hospitalization. Troubleshooting was performed. The insulin pump passed the no delivery and leadscrew tests. The customer stated that she changes the infusion sets every five days and also stated she has some scar tissue. Advised the customer to change the infusion sets every two to three days as recommended. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.